Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional nav6 device is being filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). Device initially reported as returning for analysis has now been reported as not returning. Foreign material on the retrieval catheter may be due to, but not limited to, manufacturing, packaging or handling. In this case, the second unit reported was returned for analysis and the white material was not confirmed. However, it may be possible that the material observed was excess perfluoropolyether (ptfe) lubricant. Ptfe lubricant is applied to the distal tip of the retrieval catheter during manufacturing, and is used to aid in the retrieval force required to retrieve the filtration element. Based on the returned device analysis of the second unit there is no indication of a product quality deficiency. A review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database was performed and revealed no other incidents for foreign material reported for this lot.

Event description:
It was reported that during preparation of the emboshield nav6, it was observed that there was white material on the tip of the nav6 retriever. A second emboshield nav6 was opened, and the white material was also observed on the tip of this retriever; therefore, a new nav6 was used successfully to complete the procedure. There was no patient involvement with the devices. No additional information was provided.